Manufacturer narrative:
Tech support provided troubleshooting over the phone to determine the reported issue. The device was not returned for evaluation. Based on troubleshooting results, tech support determined the probable cause of the reported issue: 1. Replace force sensor board. 2. Replace housing assembly. 3. Replace logic board. 4. Return the module to the factory. Tech support recommended replace housing carriage assy. A review of the device history record showed the device had a manufacture date of 13apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a plunger gripper that will not close completely. The tech recommended replacing the force sensor board, housing assembly, logic board and housing carriage assembly. There was no patient involvement.

Manufacturer narrative:
The device was not returned for investigation or repair. Device history record a review of the device history record showed the device had a manufacture date of (B)(6) 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device history record only.

Event description:
It was reported that the device has a plunger gripper that will not close completely. The tech recommended replacing the force sensor board, housing assembly, logic board and housing carriage assembly. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device has a plunger gripper that will not close completely. The tech recommended replacing the force sensor board, housing assembly, logic board and housing carriage assembly. There was no patient involvement.